Event description:
Revision surgery due to breakage of promos reverse between body and stem component. Exchange of the stem and body components. Patient had increasing pain 6,5 years after implantation. No trauma recalled. Patient performs physically demanding work, no rest for the joint. First consultation at the hospital in (B)(6) 2018. Revision surgery with exchange of stem and glenosphere on (B)(6) 2018.